Event description:
The reporter indicated, that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -4.0/+1.0/094 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens, due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (under 21 yrs of age at date of implant). (B)(4).